Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent dislodgement occurred. As the veriflex (mr) us 16mm 4.00 was being prepared for use the stent dislodged into the protective sheath as the stylet wire and protective sheath were removed. The event occurred prior to insertion outside of the patient. The procedure was completed with another veriflex (mr) us 16mm 4.00. No patient complications were reported and the patient¿s current condition is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with the stent detached from the delivery balloon. The stent was stored in a plastic container. An examination of the delivery device found no evidence of any device use. The balloon had not been inflated. There was a clear impression along the balloon of the stent crimp. An examination of the stent found that the stent was stretched and flattened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent dislodgement occurred. As the veriflex (mr) us 16mm 4.00 was being prepared for use, the stent dislodged into the protective sheath as the stylet wire and protective sheath were removed. The event occurred prior to insertion outside of the patient. The procedure was completed with another veriflex (mr) us 16mm 4.00. No patient complications were reported and the patient's current condition is ok.